Event description:
It was reported that both right atrial (ra) and right ventricular (rv) leads exhibited oversensing noise. It was elected to leave the entire system in place, in odo mode, and put a new system in on the right side. The patient was fine all throughout the procedure.